Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for trochanteric fracture of femur. During the surgery, when the reamer was inserted into the intrathecal space without using a guide rod with balls, the reamer head fell into the body. The fallen reamer head was left in the patient¿s body. The surgery was completed within 30 minutes delay. The patient condition is stable. This complaint involves (1) device. This report is for (1) 12.0mm medullary reamer head. This report is 1 of 1 for (B)(4).